Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump reset unexpectedly prior to using pump for insulin therapy. Customer declined assistance from tandem technical support. There was no reported adverse impact to customer's blood glucose.